Event description:
A malfunction was reported in the form of a cartridge change error with the pump. There was no adverse impact to the customer's blood glucose level. The customer followed instructions to resolve the issue, including inspecting and cleaning the pump, and successfully completed the cartridge loading process with assistance.